Event description:
It was reported that the patient presented to the hospital with low-rate ventricular tachycardia and was hospitalized. Variable pacing impedance and r-wave amplitude variation were observed on the right ventricular (rv) lead. Ablation was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the patient presented to the hospital with low-rate ventricular tachycardia and was hospitalized. Increased pacing impedance and r wave amplitude variation were observed on the right ventricular (rv) lead. Ablation was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the patient was hospitalized. Increased pacing impedance and r wave ampltiude variation were observed on the right ventricular (rv) lead. Ablation was anticipated to resolve the event. The patient was stable and there were no adverse consequences.